Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch error, which were reproduced by observing a door not fully latched message. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump experienced door latch error. It was also reported there was no patient involvement.